Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the plunger went over the body of the lens and damaged it in the process. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received stating that there was no patient contact with the intraocular lens.